Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 8-years-old female child patient faced kinked cannula on 09-may-2024. The blood glucose level of the patient was 250 mg/dl. Moreover, the issue occurred with one infusion set used for more than 24 hours and site was patient's thigh. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.